Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, deformations of the inner coil close to the is-1 connector pin were observed. The subsequent analysis indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. With regard to the pacing threshold elevation mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the physician reported that the lead pacing threshold has risen. This is all of the information that was provided. Should additional information become available, this event will be updated.